Manufacturer narrative:
After battery installation, device powered up with a blank display due to corrosion and rust just about everywhere inside the case. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture and home screen did not appear on the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.